Event description:
A nurse reported a system message was rec'd indicating the gas tank was not full but was full. The gas was administered manually. Bubbles were noted when the gas was manually drawn up. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system, found the upper illuminator lights were out, and replaced the lamp. The company rep also replaced a broken laser footswitch. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).